Event description:
It was reported that the patient had a problem recharging. An overdischarge was confirmed. The patient had not charged for a few months. There was no communication with the patient programmer, recharger, or clinician programmer. Problems with recharge coupling were the primary reason for overdischarge. The implantable neurostimulator (ins) was tilted in the pocket. One physician mode recharge (pmr) was completed. Then a normal recharge was initiated, but the recharger would not stay connected to the ins. The ins was not flipped. The patient underwent a pocket revision for better recharge efficiency. In post-op, the ins was charged and the power-on-reset (por) cleared.